Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are having their implanted neurostimulators explanted because it is not working very well and it has a hard time recharging. Patient stated they have had the recharger replaced 2 or 3 times and most of the time when they try to recharge the implanted neurostimulator the paddle beeps at them and if they move a certain amount of distance it freaks out and it generally takes them about 8 hours to recharge which is ridiculous. Patient can't live their life like that. Pt stated they have had issues with the implant since pretty much when they were implanted. Pt reported they want to switch to a non-rechargeable implant.